Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement. When repositioning was attempted, the helix would not extend, so the lead was replaced.